Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer that during an animal surgery, while tying knots in interrupted loops, ligating ovaries, the suture material was breaking in the middle of the strand. Three like sutures broke during the procedure. Additional suture was used to complete the procedure. There were no patient consequences reported. The suture was discarded.